Event description:
Customer reported when inserting code key into device, there was a discrepant number. Device display = 000 and the correct code = 008. No treatment was received. A request was made for return product and replacement product was sent.